Event description:
It was reported that there was no bump at the funnel end of the coude catheter to indicate that it is coude but the catheter did have a curve.

Manufacturer narrative:
Upon further review, additional information was received in which bard/bd medical has determined that this MDR event is not reportable.

Event description:
It was reported that there was no bump at the funnel end of the coude catheter to indicate that it is coude but the catheter did have a curve.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Two touchless plus samples were returned. One was opened and the other unopened. The catheter of the opened sample was removed from its bag and examined. No coude indicator bump was found. The unopened sample was opened and the catheter was removed from its bag. It also did not contain a coude indicator bump. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed as the reported event cannot be caused by the user. Corrections: d4, d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was no bump at the funnel end of the coude catheter to indicate that it is coude but the catheter did have a curve.